Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected: e2, e3, g2. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device. A root cause could not be identified. Based on the results of the investigation, the blurred lenses due toa defective charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had blurry lense. The event occurred during unspecified procedure. There were no reports of patient harm.